Event description:
It was reported the patient implantable neurostimulator (ins) depleted. It was noted the ins battery depletion was normal. The reporter stated that originally they were going in to get the leads moved up because the ins was not helping with their back pain. It was noted the new ins and lead revision happened in (B)(6) 2013. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 377745, lot # n0028738, implanted: (B)(6) 2005, product type lead; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3708140, serial # (B)(6), implanted: (B)(6) 2005, product type extension; product ID 377745, lot # n0028738, implanted: (B)(6) 2005, product type lead; product ID 37742, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger; product ID 377745, lot # n0028738, implanted: (B)(6) 2005, product type lead; product ID 377745, lot # n0028738, implanted: (B)(6) 2005, product type lead. (B)(4).